Manufacturer narrative:
BLOCK B3: EXACT DATE APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS PRESENT WAS EXPERIENCING SPASMS ALL OVER THE BODY DURING A POSTOP VISIT AND HAD PERSISTED EVEN WHEN THE STIMULATOR WAS TURNED OFF. THE PHYSICIAN BELIEVED THAT IT WAS NOT DEVICE RELATED AND EITHER A SYMPATHETIC OR AUTONOMIC NERVOUS SYSTEM DYSREGULATION MAY HAVE CAUSED IT. IT WAS STATED THAT THE PATIENT HAD THE SAME SYMPTOMS IN THE PAST AFTER A NERVE BLOCK WHICH WAS IMPACTING THE INTERCOSTAL MUSCLES CAUSING DIFFICULTY BREATHING. THE PATIENT WAS ADMITTED TO THE HOSPITAL FOR EVALUATION AND THE MRI RESULTS REVEALED WITH THE NORMAL RANGE. THE PATIENT'S MEDICAL HISTORY WAS OBTAINED AND INDICATED THAT THE PATIENT WAS DIAGNOSED WITH MOVEMENT DISORDER. THE PATIENT WAS DISCHARGED FROM THE HOSPITAL AND WAS DOING WELL WITH GOOD PAIN RELIEF.

Event description:
It was reported that the patient was present was experiencing spasms all over the body during a postop visit and had persisted even when the stimulator was turned off. The physician believed that it was not device related and either a sympathetic or autonomic nervous system dysregulation may have caused it. It was stated that the patient had the same symptoms in the past after a nerve block which was impacting the intercostal muscles causing difficulty breathing. The patient was admitted to the hospital for evaluation and the MRI results revealed with the normal range. The patient's medical history was obtained and indicated that the patient was diagnosed with movement disorder. The patient was discharged from the hospital and was doing well with good pain relief.

Manufacturer narrative:
Block B3: Exact date approximated based on the date the manufacturer became aware of the event.Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation Conclusion:The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Cause Not Established will be used.